Event description:
It was reported when using the pyxis medstation es system drawer 1 was not detected on the communication bus. The customer reported that the malfunction occurred when the nurse retrieved an item from the drawer for a patient. There was a short delay caused by the malfunction, requiring the customer to attempt closing the drawer multiple times before it finally latched. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer removed the back panel, inspected all connections, found that the connector was not seated into the controller board. A field service engineer powered off the station down, reseated the connector, checked all other connectors as well, powered the station up. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.